Event description:
Event: endoleak - type I, explant of graft. Case description: a pt developed a type I endoleak, superior neck. The pt went into surgery and it was noted that the endoleak was found at the superior neck of the ancure graft. The aortic neck of the aneurysm sac was found to have grown to 28cm, causing a type I endoleak. The ancure was explanted and the pt is doing fine. Attempts to identify part and serial number of the product have been unsuccessful. No additional info was available as of this report.